Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the recovery room post-device implant with chest pain. Fluoroscopy and echocardiogram revealed perforation and tamponade. Emergency cardiocentesis was performed successfully. The physician could not determine which lead caused the issue. Both leads were explanted and replaced. The patient was stable post-procedure.